Event description:
Information was received from a patient's representative (caller) regarding a patient receiving intrathecal baclofen (unknown concentration and dose) via an implantable pump for intractable spasticity. It was reported that the reason for call was the caller reported that the patient had their pump and catheter replaced in april because the catheter was clogged. The caller stated the patient was hospitalized for a couple of days in april and then went to the intensive care unit (ICU) because the patient's symptoms were getting worse and worse. The caller reported they interrogated the pump and realized the clog was in the short catheter coming from the pump to the link. The caller also stated the catheter was going to be sent to mdt for further analysis, and the agent informed the caller once the analysis was complete the report would be sent to the managing doctor.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Other medical products in use during the event include: brand name ascenda, product ID: 8780 (serial: (B)(6), product type: 0184-catheter, implant date: (B)(6) 2020, explant date: (B)(6) 2024, UDI: (B)(4), ubd: 2022-02-28. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the company representative (rep) re-reporting the event and stating that patient had withdrawal symptoms. No environmental/external/patient factors may have led or contributed to the issue. It was also re-reported that a full system replacement occurred. It was identified that the pump segment of the catheter was not free flowing and obstructed by tissue growth at the time of the replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.